Manufacturer narrative:
This is one of two reports being submitted for this case. A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for withdrawal difficulty was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tmvr procedure with a 26mm sapien 3 ultra resilia valve in a non-edwards surgical valve the plan was to implant a 26 s3ur via trans-septal approach. This team likes to use a ''pulley'' technique for these cases to assist in achieving co-axiality during deployment of the thv. This consists of a suture being attached to the commander nose cone and passed through the inferior aspect of the flex catheter where it sits alongside the commander where it exits the sheath. Before deployment of the thv after the flex catheter has been retracted, the suture is pulled, deflecting the tip of the commander downward and squaring the thv with the surgical valve, making deployment more predictable in theory. On this occasion the suture interacted with the surgical valve and thv upon deployment and became ensnared/entrapped preventing removal of the commander. Many attempts were made and techniques tried to free the suture resulting in the thv migrating atrial a few millimeters, and the stent frame becoming deformed. The thv was post dilated to eliminate the deformation and secure it in place, but by now there was moderate-severe mr. The decision was made to approach the situation from the lv apex, snare the commander and hopefully free the entrapped suture. This was successful, allowing the commander to be removed.'' In this case, it is likely that the suture attached on delivery system nosecone may have been interacted with the non-edwards surgical valve and deployed thv, subsequently caused the devices to get caught, leading to withdrawal difficulties. Additionally, pulley technique is not indicated for use of the implantation of thv-in-mitral position using sapien 3 ultra resilia valve with commander delivery system; therefore, this off-label use may have increased the risk of device interactions, resulting in the device retrieval difficulties. As such, available information suggests that procedural factors (suture interacts with non-edwards surgical valve and deployed valve, off-label use) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tmvr procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in a non-edwards surgical valve the "plan was to implant a 26 s3ur via trans-septal approach. This team likes to use a "pulley" technique for these cases to assist in achieving co-axiality during deployment of the thv. This consists of a suture being attached to the commander nose cone and passed through the inferior aspect of the flex catheter where it sits alongside the commander where it exits the sheath. Before deployment of the thv after the flex catheter has been retracted, the suture is pulled, deflecting the tip of the commander downward and squaring the thv with the surgical valve, making deployment more predictable in theory. On this occasion the suture interacted with the surgical valve and thv upon deployment and became ensnared/entrapped preventing removal of the commander. Many attempts were made and techniques tried to free the suture resulting in the thv migrating atrial a few millimeters, and the stent frame becoming deformed. The thv was post dilated to eliminate the deformation and secure it in place, but by now there was moderate-severe mitral regurgitation. The decision was made to approach the situation from the left ventricle (lv) apex, snare the commander and hopefully free the entrapped suture. This was successful, allowing the commander to be removed. Another 26 s3ur was then prepped and delivered from the groin and implanted successfully inside the previously placed thv. There was no paravalvular leak and the gradient was 2mmhg. As the surgical team was closing the lv access site the ic team placed a gore asd device on the atrial septum as this process created a significant defect (the septostomy was exaggerated due to the maneuvering of the attempts to retrieve the commander). This too was successful. The patient was taken to the ICU to recover." Per additional information from the fcs in clarifying approaching the situation from the lv apex "the team made an incision in the intercostal space between the 5th and 6th ribs in the left chest to expose the front of the heart and identify the left ventricle visually. After placing mattress sutures, the lv wall was punctured, and a sheath was inserted to gain access to the lv and therefore the entrapped commander. This approach proved successful, and the commander was snared and pulled through the sheath to expose the suture that was attached to the nosecone. Pulling the suture from this direction allowed it to be freed from whatever was entrapping it which allowed the commander to be removed from the original sheath in the groin". There was no difficulty getting the delivery system back into the sheath during withdrawal and no damage to the delivery system.